Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It is reported that the patient was only feeling stimulation down their right side and right foot. The patient stated that they should be feeling stimulation on both sides and belly area. No troubleshooting had been done prior to their call. On the call it was indicated that the programmer showed that their stimulation was on. It was reported that they tried increasing the stimulation and it just got worse. It was reviewed to consider increasing/decreasing amplitude and to consider changing programs/groups if medically appropriated. Patient services helped the patient change to different groups. It was indicated that on both group b and c they felt stimulation in their left foot and down their right side. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss where they felt stimulation and the patient indicated that they had an appointment with the hcp on friday. It was reported that the event began a couple days ago now (B)(6) 2019. No further complications were reported/anticipated.